Event description:
Patient presented tothe emergency room in full cardiac arrest. Defibrillator was utilized and failed to discharge electrical current. It was immediately replaced with another defibrillator, which discharged appropriately.